Event description:
It was reported to philips that during an exam the system had an image processing issue. The system was in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had an image processing issue. Review of the log files confirmed the malfunction with the ippc (image processing pc). The fse examined the system and found that the lod showed post (power on self test) failed on all 3 hdds (hard disk drive) and the ippc (image processing pc) seemed to be defective. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc by the fse has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.